Event description:
(B)(6) MDR - after an implantation time of about 72 months, it was reported that the patient was admitted to the intensive care ward after several shock deliveries. An rv lead defect was suspected. During the revision on 30 december, an additional pace/sense lead was implanted, but the shock part of the already implanted rv lead could be left in place. It was noted during the revision that the atrial lead also did not work correctly. It and the ICD were exchanged but not returned to biotronik for analysis.

Manufacturer narrative:
On (B)(6) 2016: corrected the implant date. This is the ra lead that was explanted because it was "not working correctly". To date, we have neither the ICD nor the leads available for analysis and thus the actual products could not be investigated. The information we received is not sufficient to analyze the incident. If additionally relevant information or the actual device / leads become available, the process will then be updated accordingly.